Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. However, the log file analysis tool was utilized and found an app hang issue. The new 6.1.2.1 software will resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: the customer was experiencing the same error as another unit in reference to a decommission screen. Ventilation was active and the issue occurred during patient use.